Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0917, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Additional information was identified on 20-sep-2015. Two and a half years ago (2013) she was implanted with essure in a doctor's office. The procedure itself was very painful and she was in bed for two weeks afterward. She felt the essure click inside her and felt stabbing pain right away. Over a period of months the pain got better, but never went away completely. Her doctor would not even entertain the possibility of essure being the cause of her pain and proceeded with new tests and diagnoses. None of which ever stopped the pain that started at the moment she had essure implanted. About six months ago the pain became worse and she decided to see a new doctor. After ruling out other possibilities, one doctor acknowledged that the pain could be from essure but gave no guarantee that it would stop if it was removed. She had never removed essure but offered to try or to give her a hysterectomy (she decided to have another surgeon who had more experience with removing essure without having a hysterectomy). On (B)(6) 2015, she had abdominal surgery to remove the essure coils and tissues surrounding them. However, she was still suffering from surgery. She no longer had the burning/stinging/radiating/stabbing feeling in fallopian tubes that began at the moment she was implanted, nor the stabbing lower back pain. She stated that this was so much for there being "no way her pain could be caused by essure". She stated that she was not allergic to nickel, according to the patch test done recently. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had burning/stinging/radiating/stabbing feeling in fallopian tubes (interpreted as adnexa uteri pain). Approximately two and a half years later, she had an abdominal surgery to remove the coils and tissue around it. After the surgery, this pain subsided. The adnexa uteri pain is serious due to required intervention and listed in the reference safety information for essure. Considering that this pain started at the moment she had essure implanted and that the presence of a foreign body in the fallopian tubes may cause pain, and considering that this pain subsided after essure removal, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 10-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had burning/stinging/radiating/stabbing feeling in fallopian tubes (interpreted as adnexa uteri pain). Approximately two and a half years later, she had an abdominal surgery to remove the coils and tissue around it. After the surgery, this pain subsided. The adnexa uteri pain is serious due to required intervention and listed in the reference safety information for essure. Considering that this pain started at the moment she had essure implanted and that the presence of a foreign body in the fallopian tubes may cause pain, and considering that this pain subsided after essure removal, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.